Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the pdm device had a burning smell and heard a noise coming from the adapter of the charging cable. The pdm was charging for 20 minutes when this occurred.